Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
A distributor reported that the belt does not communicate with the monitor.